Event description:
The company was informed that the patient developed a seroma and cutaneous fistula at the implant site after initial implant surgery. The site was treated and healed after 6 months. The patient remains implanted. Advanced bionics is in the process of gathering more information; once more information is obtained a supplemental report will be submitted.